Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: medical review indicates that: excessive baseplate slope and malrotation together with issues related to inadequate soft tissue releases during primary arthroplasty have contributed to instability requiring early revision with baseplate and bearing exchange. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review provided excessive baseplate slope and malrotation together with issues related to inadequate soft tissue releases during primary arthroplasty have contributed to instability requiring early revision with baseplate and bearing exchange. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of tibial component and inlay due to instability is reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Revision of tibial component and inlay due to instability is reported.